Event description:
A male patient underwent an abdominal aortic aneurysm repair on (B)(6) 2014. As soon as they put the zenith flex main body stent graft in the patient, blood started leaking around the valve and the trigger wire. Leakage occurred through the entire case and the patient lost approximately 200 cc of blood. The graft was placed correctly, the patient did not have to receive additional blood due to the loss and there was no harm to the patient.

Manufacturer narrative:
Patient code - blood loss is labeled in the IFU. Device code - valve leaks are not specifically labeled in the IFU. Event evaluation: still under investigation.